Event description:
It was reported the pt had redness around the area where the device was implanted. The pt believed the issue was an allergic response, however, the redness and swelling at the ipg site was intermittent. The system was working well for the pt. The physician determined the irritation was caused by wearing certain clothes and met with the pt to offer to move the ipg site to a more comfortable location. The pt did not want to pursue an ipg relocation procedure, and instead opted to have the scs system removed. The physician explanted the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.